Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, error code 1-01 occurred with the integrated electrosurgical unit (iesu) viodv generator. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s event log and generator logs confirmed the occurrence of informational error code 25913 and generator error code 1-01 and other related errors. Upon verification, user stated that the error occurred mid-procedure and no instrument could be recognized on the iesu generator. The user had performed a power cycle of the iesu generator, swapped the instrument cable and instrument, but the issue persisted. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: system functionality was checked upon powering on the system. The system started up normally, each energy cord was connected, and the procedure started energizing the instruments without problem. The iesu generator initially powered on without errors. The issue persisted after troubleshooting, the user switched over to an external generator (activated through an external pedal) to continue the surgical task. The user continued with the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse checked all four bipolar cords used during the operation. The fse found poor recognition on one of the bipolar cord and replaced both the integrated electrosurgical unit (iesu) viodv generator and the energy cord. After replacement, the system and the iesu was tested as a unit, iesu operated as expected. System was verified as ready for use. Isi received the replaced iesu involved with this complaint ; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. Verification via logs confirms the occurrence of a procedure and the error fault on the reported event date matching the documented event details. The logs were further reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) viodv generator involved with this complaint and completed the device evaluation. Failure analysis of the iesu with an in-house system found no functional issue. The customer reported issue was unable to be reproduced during testing. Instruments were recognized on all ports of the iesu. The test instruments energized and functioned properly for the cut and cautery functions.

Event description:
Refer to h10/h11 for follow-up information.